Manufacturer narrative:
Reporting institution name -(B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that the device had a touchscreen malfunction. The customer reported that the unit was not in use on patient at the time of the reported event. The customer contacted product support and requested for service repair.

Manufacturer narrative:
There was no patient involvement. The authorized service personnel (asp) replaced the touchscreen to address the reported issue. The asp stated that the issue was discovered during testing. Therefore this complaint no longer meets reportability requirements.